Event description:
I used fixodent and poligrip from approximately (B) (6) 1996 to present. While I was using fixodent and poligrip, I use fixodent for the bottom and poligrip for the top. I began to experience numbness in the legs and feet. I couldn't feel the car pedal. I stop driving in 2008. I kept falling and I started using a walker. I was diagnosed with neuropathy in (B) (6) 2008. Blood level zinc was high. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: 1 daily on top 3 a day on bottom, route: oral. Dates of use: 1996 to 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.